Manufacturer narrative:
The event of system explant due to pain at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient underwent surgical intervention in (B)(6) of 2014 wherein the system was explanted.